Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the retained cartridge was evaluated by product analysis on 10/07/2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 12/31/2014 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a cartridge leak. The reporter stated that every cartridge for approximately three months has been leaking. The patient had tried cartridges from several boxes. The boxes are stored at room temperature, the cartridges are not reused, they are cycled correctly, and not overfilled. The reporter stated that there is no obvious damage to cartridge and no leaking prior to use. When patient removed the cartridge they were able to pour about 1/2 teaspoon of insulin from the pump every time they change the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.